Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found in specification in relation to the reported over infusion which was not reproduced. A flow test was performed and the device was found to be within specification and an internal inspection did not find any abnormalities with the associated pumping hardware which could cause or contribute to the reported symptom. Testing of the device met specification, however the reported programming did not occur on the date reported as per the history log. Therefore it is most likely that a programming error occurred resulting in an over infusion and subsequent hives. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy of vancomycin programmed at a rate of 125 ml/hr with a volume to be infused of 250 ml in the medical/surgical care area. The patient was reported to have received the full infusion after 30 minutes. The patient developed hives and unspecified medical attention was required. No additional information is available.